Event description:
It was reported that an under infusion occurred during use of an unspecified "sv" (small volume) intermate device. The event was further described as the infusion took around one (1) hour 30 minutes to infuse when it should have infused in 30 minutes. The device was filled with daptomycin 1200 mg. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was discarded and the lot is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.